Event description:
It was reported that the patient's ins was implanted after its use by date.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3093-28, lot# j0437062v, implanted: (B)(6) 2004. Product type: lead. (B)(4).